Manufacturer narrative:
(B)(4).

Event description:
It was reported that 12 hours post implant, the right atrial lead exhibited high capture thresholds after the patient was defibrillated for ventricular fibrillation. On (B)(6) 2016 the lead was repositioned successfully. The patient was in good condition post procedure.

Manufacturer narrative:
No analysis needed.